Event description:
It has been brought to manufacturer's attention that the patient has noticed excess fluid collection and white, thick debris in the ear upon removal of the device and sought medical treatment.